Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated, and the monitor failed for speaker issue. The reduced availability of one out of the three modes (audio, haptic, video) of patient alert will not interrupt monitoring or therapy performance. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. The patient failed to cancel the shock by pressing the alert button. There is no indication of a device malfunction or noise contributing to the device determining that the defibrillation threshold had been exceeded.

Event description:
Nurse from hospital ed called in to report that they have a patient who reported receiving a therapeutic shock. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.